Event description:
An ophthalmologist in another country reported that a patient (gender unknown) was diagnosed with bilateral infections conjunctivitis while including generale d'optique multi-purpose solution in their lens care regimen. The ophthalmologist reported that treatment of (unknown) antibiotic was necessary. Patient has recovered. This report was forwarded to amo affiliate. No further information is available or expected.